Manufacturer narrative:
It was confirmed that the last preventive maintenance of the lift in question was carried out on 25 february 2025 by an arjo service technician. During this visit, the castors were inspected in accordance with the maintenance and repair manual (09.cd.03). This document outlines the procedure for checking the lift¿s castors, which includes, for example, inspection of swivel action, ease of motion, wheel tread, and a load test. If any of the specified criteria are not met, the complete castor(s) must be replaced. In this case, no faults or deterioration in functionality were detected, so replacement was not required. During the post-event inspection, the alenti appeared to be in normal working condition. However, the front castors, although reattached by facility personnel, were found to be clogged with dirt and not spinning properly. According to the arjo service technician, the castor bearings were likely obstructed by dirt, which hindered rotation, increased friction with the castor bolt, and may have caused it to loosen and eventually detach. Additionally, it was indicated that the safety belt was missing. This suggests that the safety belt was not in use at the time of the event. According to the operating and daily maintenance instructions (4.cd.01/2) dedicated to the alenti bath chair, the device should be checked weekly for any damage, including the castors: ¿weekly: examine the lift hygiene chair for damage. Check that the wheels on the lift hygiene chair have been cleaned.¿ "always ensure that: the wheels and brake work freely." "Place the belt around the resident's waist. Thread the long strap through the buckle and the loop. Tighten the strap and lock." In summary, the findings emphasize the importance of proper maintenance practices and compliance with the operating and daily maintenance instructions. Arjo device failed to meet its performance specification due to castor detachment. The device was used for a patient treatment at the time of the event. This complaint was deemed reportable to the competent authorities, as the malfunction could have caused the device to tip over, potentially resulting in a patient fall. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo was notified about the event involving the alenti bath chair. It was reported that the wheel was completely detached from the base of the alenti. The patient was seated on the device while staff attempted to maneuver it to position the patient over the tub. During this process, the front right wheel detached. As the staff tried to stabilize the chair, it tilted forward. The patient held on to a nearby sink and the side of the tub, and was able to get off the chair independently. As a consequence, the staff member was injured while trying to stabilize the alenti tub chair with the resident seated on it. No medical intervention was required.